Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Tandem technical support sent a follow up attempt, however, the customer did not respond. No further information was provided.